Manufacturer narrative:
A ge service representative performed an onsite investigation. The ac plug was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the left monitor was intermittently not working. This resulted in an intermittent, recoverable loss of imaging functionality. This could cause procedural delays. There is no report of injury or death associated with this event.